Event description:
It was reported that the 9900 system would not boot up prior to a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The eithernet cable, single board computer rtop and gpos were replaced during the service call. The system was tested and found to be working as intended and put back into service.